Manufacturer narrative:
(B)(4). (B)(4) evaluated the device and did verify that the reported issue occurred via a review of the electronic key log file; however, (B)(4) was unable to duplicate the reported issue during testing.  Proper device operation was observed through functional and performance testing and the device has been returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer reported that their device lost power during a patient event. There was no information provided to (B)(4) on the reported event. The patient did not suffer any known adverse effects during the reported event.